Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited flickering in panel and error e200. The event occurred during service / maintenance. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6 the device was returned to olympus for inspection and the reported failure was not confirmed. (E200: filter failure) the device was returned to olympus for inspection and the reported failure was confirmed. (Front panel blinks at startup.) In addition, the following reportable malfunctions were identified during the device evaluation: limit switch sensor failure. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the failure of the limit switch sensor that may have contributed to the occurrence of the customer's indicated event front panel blinks. The most probable cause of the complaint is cause traced to component failure. (Front panel blinks at startup.). The most probable cause of the complaint is no problem detected. (E200: filter failure) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.